Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the leads is in process; the results will be forwarded when available. The sprint quattro device is part of the advisory for this model. Evaluation summary: (B)(4): the device was returned and analyzed. No anomalies were found. (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation was breached cut and there was apparent explant damage.

Event description:
It was reported that patient had endocarditis with methicillin-resistant staphylococcus aureus (mrsa). The entire implanting system was removed. The device and leads were not replaced immediately. No patient complications have been reported as a result of this event.